Event description:
It was reported that patients implantable pulse generator (ipg) was depleting quickly and was not staying charged. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.

Manufacturer narrative:
Investigation results: the ipg was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last several months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was depleting quickly and was not staying charged. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.